Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Subsequently, it was reported that the pump indicated a data log corruption. Reportedly, the customer had an alternate pump available for insulin therapy. Customer's blood glucose level was 180 mg/dl.